Event description:
It was reported to philips that the system gave an alert indicating the flexvision computer's grabber cards failed to initialize, preventing a full system boot. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system displayed a remote alert indicating the flexvision computer's grabber cards failed to initialize. Upon troubleshooting, the philips field service engineer (fse) inspected the system onsite and found that the system indeed failed to boot correctly due to the flexvision pc malfunction. To resolve the issue, fse replaced flexvision pc. The defective part was sent for analysis, for flexvision pc no failure was observed. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.